Event description:
It was reported that during surgery clips fell out of the device before the surgeon went to apply them. It was unclear whether clips fell into the patient, but it was reported that the clips would have been retrieved and a new device given to the health care professional. There were not any problems caused to the patient, and the surgery time was not extended.

Manufacturer narrative:
Analysis of the device revealed that the device was returned empty of clips and in a relatively clean state. The device did not have its clip retainer in place. There was no obvious damage to the device though there was some moisture underneath the clear plastic shaft cover. The device was marked to indicate that 10 clips were remaining in the device when it was sent out.